Event description:
A past low blood glucose event was reported by the customer, with the lowest level noted in the 50s mg/dl. Low bg cause was not known. The customer took corrective action by consuming carbohydrates. Tandem technical support recommended consulting with a healthcare provider to discuss factors that may affect blood glucose levels, and the customer acknowledged this advice.